Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that there was a leakage between the luer lock and cartridge connection. Reportedly, the reporter did not notice the leakage until the patient¿s blood glucose reading was elevated in the 400-500 range. The patient was feeling extremely tired, thirsty, and had frequent urination and headache. During troubleshooting, the reporter acknowledged the luer lock was not tight enough when the insulin had leaked. The issue was resolved with training. This complaint is being reported due to use error. The patient had symptoms suggestive of hyperglycemia and elevated blood glucose reading above 500 mg/dl while the luer was not tight enough and insulin leaked.